Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found foreign objects in the nozzle, light guide lens and plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed that no physical damage was found at the location where the foreign material remained. The events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle was found containing a greenish foreign material inside. Foreign material was also found inside the light guide lens and on the plastic distal end cover around the jet channel. There were no reports of patient involvement.